Event description:
On (B)(6) 2011, pt reported having a bent infusion set cannula. Pt called regarding the infusion set recall. Pt stated, she does not have any infusion sets left. Pt reported her blood glucose had been elevated in the 200¿s mg/dl. Pt¿s normal blood glucose level is around 150 mg/dl. Pt stated, she treated herself by bolusing and if her blood glucose didn¿t come down after 2 boluses she would change the infusion site. Pt reported, she only noticed one time when an infusion set cannula was bent. Pt stated, there was no leaking. Pt has disposed of the alleged infusion set. Educated pt on alternative types of infusion sets available. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.